Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported endophthalmitis and hypopyon following an intraocular lens (iol) implant procedure. The patient was hospitalized and treated with steroids and medication. The patient recovered and was released from the hospital one week later. The lens remains implanted.

Event description:
Additional information was provided that bacteriological testing was not performed. The clinical judgment of the inflammation was considered to be infectious due to four days after surgery, anterior chamber cells were observed. The inflammation continued for three months after surgery and the flare value was high. In the surgeon's opinion, if the inflammation was noninfectious, it should have been transient.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge and handpiece. Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models ,sn (B)(4). Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models.